Event description:
Reporter indicated that a break in the patient's lead was identified via x-ray. The patient has a history of manipulating the device through the skin and has previously undergone revision surgeries due to broken lead coils (reference 1644487-2005-00494 and 1644487-2005-00046). The pt has been referred for surgical revision. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.